Event description:
The transducer (acunav catheter) was inserted; however, the physician felt the image quality was not adequate, therefore he removed the probe and inserted a new one which imaged to his satisfaction. No report of injury to patient as a result.